Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted into the rca. 6 days post index procedure, the patient suffered cerebral ischemic stroke. The patient was hospitalized and was treated with medication. The patient recovered. The investigator assessed the event as not related to anti-platelet medication and unlikely to be related to the device. Safety assessed the event as unlikely to be related to anti-platelet medication and not related to the device.

Manufacturer narrative:
Event date updated. 3 days post index procedure the patient suffered cerebral ischemic stroke. If information is provided in the future, a supplemental report will be issued.